Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continue-flo solution set would not prime. The issue was resolved by replacing with a new set. The process step at which this event occurred was not specified. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: three (3) units were received for evaluation. Visual inspection revealed that there was an excess of solvent applied between the check valve and the tubing. Pressure testing, underwater clear passage testing, and functional testing were performed and revealed that the three sets did not flow. The reported condition was verified. The cause of the condition was determined to be excessive solvent applied during manufacturing of the sets. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.